Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 258 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include upset stomach and shortness of breath. The patient was treated with gave fluids to help with his dehydration, and changed to a new pod. The patient was released the same day. The pod was removed at there home before the hospital.